Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
International affiliate reported there was a slit on the heat sealed area at the backside of the reservoir. There were no adverse consequences to the pt.